Event description:
It was reported that the non-dependent patient received inappropriate atp therapy due to cross-talk. Programming changes were made and resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.